Manufacturer narrative:
Additional information will be provided once investigation is completed.

Event description:
It was reported that the patient was undergoing arthroscopic rotator cuff repair. A stryker titanium anchor was being screwed into place in the greater tuberosity. In doing so, the head allegedly snapped off prior to it being seated all the way. The broken piece was then removed using a synthes broken screw removal set.